Manufacturer narrative:
Investigation results: the complaint that the needle would not retract out of the nexiva IV catheter was confirmed and the cause appeared to be associated with the clearance between the safety mechanism and needle. Six 20g nexiva devices from lot 4267374 were provided for investigation. A functional test revealed resistance when withdrawing the needle through the tip shield safety mechanism. The outside diameter of each needle was within specification. The inner diameter (ID) of the washer within the tip shield safety mechanism was found to be below the lower specification limit. The appropriate personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva single port failed to decouple from hub. The following information was provided by the initial reporter: the white needle would not retract out of the device. There were 6 total occurrences, 4 on (B)(6) 2025 and 2 on (B)(6) 2025. Requester remarks: my xxx department came to me with a 20ga nexiva catheter (o#107456) that they have had issues with last friday. 4 out of the 16 patients they have used these on, the white part you take off has been extremely difficult to remove. I tried myself to take it off and I had to use all my strength. The lot # on these is 4267374. Now the rest of the ones they had used, they had no problem removing the tip and they were the same lot #. Today they brought me 2 more and explained they had the same issue. Customer response on (B)(6) 2025. Describe any patient harm, injury, complication or negative outcome that resulted from all the events. There was no patient harm when using this product. When the end piece was not easily removed, the department would bring the defected product to me. Which did result in having to open other packs of the same product till they found one that was not defective. In the initial email, it was mentioned as '2 occurrences on (B)(6) 2025.' Could you please confirm if these were two different patients or the same patient? These were two different patients.